Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 220v power in the fuse was evaluated and renewed. The footswitch was replaced during service. The system was tested and found to be working as intended and returned to service.